Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on anterior, clear fluids and encapsulation (<50%). The leak test and microscopic analysis were performed which identified: one sharp curved opening on the anterior. A dimension measurement in the shell was performed which identified the shell thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Health professional reported left side "expander completely deflated" and implanted for more than 6 months. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported left side "expander completely deflated" and implanted for more than 6 months. Device remains implanted.

Event description:
The device has been explanted.